Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that her vns therapy programming handheld was malfunctioning, in that she could not get the screen to show anything. Handheld was subsequently returned to manufacturer for product analysis. During the analysis, it was identified that the handheld screen was defective and no longer functioning. Once the screen was replaced with a known good screen, no further anomalies associated with the device performance were noted during testing using the ac adapter or the main battery with a full charge.